Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer had received low readings, and after comparison to a cbc machine, the customer has determined that the readings had a variation of >3 g/dl. The customer has lost confidence in the pronto device and would like it evaluated and serviced. One specific sphb reading was 11.8 g/dl and the cbc reading was 7.9 g/dl the same day.